Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm and no excessive no delivery/occlusion alarm due to unresponsive button. No button error alarm during testing. Device received with cracked case at the display window corners and cracked lcd window. No unexpected rainbow anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was unresponsive. The customer¿s blood glucose was unknown. The customer stated that there was rainbow effect on the screen. The customer also stated that they had to go on shots due to no delivery occasionally. The insulin pump will not be returned for analysis.